Event description:
During the check of a newly placed catheter, the nurse noted leaking of the catheter between the catheter and the distal end of the fixation wing. The catheter was removed and replaced. The catheter was returned to biomed for evaluation and returned to the manufacturer for analysis.